Manufacturer narrative:
Batch review performed on 19.february.2021: lot 174811: (B)(4) items manufactured and released on 27-nov-2017. Expiration date: 2022-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. 2 years and 2 months after primary the surgeon revised the sphere insert flex right 11mm s5 with a gmk-sphere tibial insert - flex s5r - 17mm to give the patient more stability. The surgery was completed successfully.